Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
In response to a product field action, the customer contacted heartsine to report the pad-pak's locator pin is bent. This issue can lead to a failure to detect when a patient is connected, or could cause the device to lose power during operation. There was no patient involvement reported with the event.

Event description:
In response to a product field action, the customer contacted heartsine to report the pad-pak's locator pin is bent. This issue can lead to a failure to detect when a patient is connected, or could cause the device to lose power during operation. There was no patient involvement reported with the event.

Manufacturer narrative:
A service representative performed of the customer¿s device and was able to duplicate the reported issue. A cause of the reported issue could not be determined. The device shall be scrapped and replaced.